Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 19:46:51. During night drain cycle 1, the patient's ultrafiltration reading was 2567ml, indicating the home patient (hp) drained 2567ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2567 ml during therapy initiated on (B)(6) 2012 at 19:46:51, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle one received a partial fill. Cycle one drain was completed on (B)(6) 2012 at 03:17:04 and the user's actual drain volume during cycle one was 2564 ml. The actual drain volume of 2564 ml is 102.6% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.